Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 224 which was not reproduced. System error 224 was confirmed through a review of the event history log. The device was received with software v.6.02.07 which has a known bug which can trigger ec224 when the ac power status is changed rapidly. The device was found to operate as designed. No further corrective action is required.

Event description:
It was reported that a spectrum pump displayed multiple system error 224. Any patient involvement, injury or medical intervention is unknown.